Event description:
A malfunction alarm was reported by the customer, identified by the code malf16. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in performing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out again if the issue happens again, which the customer understood and agreed to.